Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® blue line ultra® tracheostomy tube inner cannula was cracked and patient secretions were stuck at the site. The inner cannula had been cleaned with chlorhexidine solution, against the device's indication for use (IFU). The user facility changed how inner cannulas are cleaned in accordance with the IFU. No patient injury was reported.